Event description:
On jan 20, 2008 the lay user/pt contacted life scan alleging an inaccuracy issue with her one touch ultra 2 meter and her backup one touch profile meter. On two days earlier at 12:15 pm, the pt obtained a "hi" meter result on her one touch ultra meter, which indicated that her blood glucose level exceeded 600 mg/dl. Following the test, she took an increased dose of insulin (10units novolog). Greater than 30 mins after testing on her one touch ultra (between 12pm-2pm), she tested on her backup one touch profile meter at work and got "4 mg/dl" so her co workers contacted the emergency svcs (ems). She reportedly became panicky, shaky, and developed cold sweats. When the ems arrived (between 12pm-2pm), her blood glucose was "108 or 109 mg/dl" on the ems meter. The pt did not receive any treatment from the ems. She claimed that she administered self-care with food/drink after she tested on her one touch profile, but it was unclear if this occurred before or after the ems arrived. The pt then discovered that her one touch ultra 2 test strips had expired: expired test strips can contribute to inaccurate meter readings. The customer care advocate was unable to obtain the one touch profile test strip lot number and expiration date because the pt had thrown her one touch profile test strips away. The medical affairs specialist attempted to contact the pt for add'l info but she cannot be reached. It would be helpful to know how long the pt was using the expired one touch ultra test strips and what her typical meter readings are before going to work. It would also be helpful to know if she administered self-care with food/drink before the ems arrived. Based on the provided info, this complaint is being reported because the pt reportedly became panicky, shaky and had cold sweats after taking an increased dose of insulin based on her one touch ultra 2 meter reading and treated herself with food and/or beverages.

Manufacturer narrative:
(Lot #) was not available.